Event description:
A customer contacted baxter's (B)(4) requesting a swap of homechoice (hc) machine due to possible overfill. The home patient (hp) received the field corrective action (fca) recall letter and thinks the hc is over filling him. Registered nurse (rn) stated he has never had any problems with overfill or any symptoms of an overfill. A swap of the hc machine was initiated. Product surveillance followed up on (B)(6) 2010 with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse will follow-up on the tidal ultrafiltration (uf) removal setting. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The (B)(4) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. All testing performed during the home choice rite functional test and home choice rite electrical safety analyzer test passed. During evaluation of the returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's drain volume was 3939 ml. The largest prescribed fill volume was 2300 ml. This drain volume meets iipv criteria. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. The probable cause was insufficient drain- use error. The tidal ultrafiltration (uf) removal was set too low. The device will be routed to the service area.